Event description:
It was reported that a few months ago, the caller noticed the wireless recharger (wr) began to take a little while to find the ins before it started to charge. Occasionally, the wr would lose the connection to the ins, but the patient could get the connection back by repositioning the wr. The caller noticed that the wr power button turned red a second or two after the patient powered it on and positioned it over the ins. The caller saw two error codes in the recharger app when this happened: 1713 and 4100. The agent reviewed the meaning of both error codes. Last week, the caller said the wr power button turned red again, and they resolved the issue by turning therapy off and back on. The caller said the patient did not like it when they turned therapy off and back on because they felt a jolt when therapy was turned back on. The caller confirmed that the wr resumed normal functioning until (B)(6) 2022, when the red light started to appear again, but they could not resolve it this time. The caller mentioned that they re-paired the wr with the handset and placed the wr in the dock (even though the wr was fully charged), but the wr power button turned red. As a result, the patient was unable to charge the ins. The caller said the wr issue persisted. Before calling patient services, the caller said they reset the wr by holding down the power button, but they did not attempt to charge the patient's ins after that. During the call, the agent had the caller power on the wr and placed it over the ins, and had them open the recharger app. The wr made a connection to the ins immediately and began charging it. Upon opening the recharger app, the caller saw a 1713 error code (even though the wr was charging the ins). The agent was under the impression that the 1713 error code notification appeared earlier when the wr power button was red. Hence, the agent had the caller exit from the error code notification. Then, the caller confirmed they could see that the ins was charging, and the ins charge level was 25%. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed troubleshooting considerations if the wr power button were to turn red again and advised the caller to call back if it becomes a persistent issue. Additional information was received on 2022-nov-14: the recharger showed a red light, and the handset showed the error code 4100. The patient could charge for just a little bit but then got the red light. The caller powered off the handset and recharger but did not resolve the issue. The ins was at 25% this morning. The caller stated this issue sometimes had happened since this past summer (about once a month) and this morning. The caller said that the ins went all the way out about a month ago. Pss reviewed to keep the ins charged up above 25%. During the call, the recharger was reset, recharger light went right to red when placed over the ins. The caller reset recharger again. Using the therapy app, the ins showed 50% charged. Pss emailed repair to replace the recharger. No symptoms/complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had a small jolt when therapy was turned back on. The consumer did not notify their physician about the issue.